Event description:
It was reported that the patient's lead was experiencing high impedance. It was also noted that the patient was in need of an MRI. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This event was determined to be a duplicate record reported in manufacturer report number 1627487-2023-04039 and therefore has been deemed non-reportable under report number. Any additional reports for additional information will be submitted under manufacturer report number 1627487-2023-04039.

Manufacturer narrative:
This event was determined to be a duplicate record reported in manufacturer report number 1627487-2023-04039 and therefore has been deemed non-reportable under report number. Any additional reports for additional information will be submitted under manufacturer report number 1627487-2023-04039.